Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2013 and barbed suture was used to close the fascia. While attempting to anchor the suture, the fixation tab broke. A new suture was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Both sides of the fixation tab had sheared off from the rest of the device. This is not an unexpected failure mode when the fixation tab is overstressed. It appears that the shearing of each side of the fixation tab took place in approximately the same location relative to the core of the device. Nothing unusual was noted about the fracture surface. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.